Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The IFU states: impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings & cautions: cautions ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿

Event description:
The user facility reported a impella 5.5 placement, in hopes to optimize the patient while performing a high-risk percutaneous coronary intervention. During support it was reported that the patient kept going in and out of atrial fibrillation, when this happens patient became hypotensive, amiodarone bolus was given. The patient was also transfused platelets due to platelets dropping. The patient also experienced some suction issues which they gave some volume to resolve. In addition, the patient continued to have orally bleeding when heparin was restarted and at time required to go up on impella flow. Heparin was stopped and continue to slow wean. There was also swelling to right upper extremities and it was noted that they plan to remove impella.